Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b when that same patient had been tested rh(d) positive in the ortho gelsystem. The patient sample that had caused the allegedly false negative reaction was sent to us for testing but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev. A1, b. Testing confirmed the customer's result. Further testing of the sample with different anti-d reagents in tube technique strongly suggests that the rh(d) antigen of patient may be weakened or even a d partial. Therefore, the sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for a malfunction of the instrument.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b when that same patient had been tested rh(d) positive in the ortho gelsystem. The patient sample that had caused the allegedly false negative reaction was sent to us for investigational testing but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev. A1, b. Testing confirmed the customer's result. Further testing of the sample with different anti-d reagents in tube technique strongly suggests that the rh(d) antigen of patient may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory: the rh(d) factor is weak d type 4.2.2. Under point limitations there is a note in the instruction for use that very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for a malfunction of the instrument.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.